Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
Time: (B)(6) 2014, 9:37pm, blood glucose (mg/dl): 250, bolus (units): 0.90u. Time: (B)(6) 2014, 6:18am, blood glucose (mg/dl): 252 - ate 55g carbs, bolus (unit): 7.85u. Time: 9:17am - pod deactivated. The customer reported that there was a slight bent in the cannula.